Event description:
It was reported that the customer was hospitalized due to having a stroke. It was stated that the stoke might have been related to diabetes and it might have been caused by the insulin pump. Blood glucose value was unknown. It was advised to contact the doctor to check if settings need to be changed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.